Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgery center indicated that the capsular tear resulting in a vitrectomy was due to the patient¿s eye anatomy. At the time of the event, the iol was loaded and on the table. The capsular tear occurred before the iol was inserted. The lens was successfully inserted into the sulcus. The surgery center does not suspect the amo equipment or iol product caused the event. The surgery center reported the patient outcome was good and no complications were reported.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The surgery center indicated the product and equipment was not the cause of the reported event is reporting this event only and did not request field service or clinical support. The surgery indicated the patient¿s eye anatomy was the cause of the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.